Event description:
The customer reported that during the removal of an ovarian cyst, the device jaws would no longer open. Another instrument was used to seal around the device and remove it. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.